Event description:
On 7/3, the pt went for a routine doctor's visit for a 10:45/a appt. Prior to being seen, she went to the restroom and reportedly passed out. She was found the following day, slumped unconscious in her wheelchair, with a core temperature of 88 degrees and a blood glucose value of over 1300 mg/dl. She was admitted to the intensive care unit and expected to remain hospitalized for 2 weeks. Although she reports that she tests her blood glucose 3-4 times per day, the meter memory indicates testing only once or twice per day with results ranging from 66-559 mg/dl. A blood glucose result obtained at 5:38/a on 7/3 was 68 mg/dl. She did not treat herself based upon this result. The meter was in calibration on 7/7, reading 78 within a range of 73-98.